Manufacturer narrative:
Mallinckrodt sales rep reported that the system would not fluoro during case, and after case, investigated, finding that the table footswitch was damaged, had a bent foot pedal which was locking up the table and causing the systems safety interlock to activate, not allowing any fluoro / rad exposures. A footswitch will need to be shipped to customer as soon as possible, (B)(4). The sales rep also reported that a second issue not related to the table movement was that the customer wanted the collimator blades to be adjusted as the collimation appears to be too far into the field. Service reported that on (B)(6) 2015 the footswitch was shipped to the customer on (B)(6) 2015 on s.o. (B)(4). Biomed completed the adjustments on the collimator him self. A field service engineer (fse) did not go to the site on this ticket. The above two actions repaired the issues described in this ticket.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during a retrograde cystogram the system fluoro failed. Staff moved the male patient to another room to complete the procedure. No reported injury.